Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, a suprarenal aortic extension, and two limb extensions on (B)(6) 2016. A follow up computed tomography (CT) showed the patient had a potential type 1b or type 3a endoleak with aneurysm sac growth. On (B)(6) 2017 the physician completed and angiogram and confirmed the patient had a type 1b endoleak. The physician elected to implant an additional limb extension to seal the endoleak. It was reported the patient still had an endoleak following the secondary procedure. On (B)(6) 2017 the physician completed an additional intervention to seal the endoleak by implanting an ovation aortic main body and two limb extensions. The patient is reported as well and was discharged from the hospital.